Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. A promus element stent 2.5x20mm was successfully implanted in the distal left anterior descending artery (lad). After a dilatation with a non bsc balloon, a stent deformation was observed. An ivus was performed at the end of the procedure and a shortening of 5mm was seen. No patient complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation as implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)